Event description:
It was reported by svc report that the left rail was damaged and the bottom of the side rail was jagged. The user facility was unable to provide any info as to whether there was pt involvement or adverse consequence associated with the reported issue.